Event description:
It was reported by service report that the foot end bed lift motor will raise up, but will not lower. It is unk if there was pt involvement, however, no adverse consequences are reported.